Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the collar of the tubing was cracked on a micro-volume extension set. The set was just primed; prior to an infusion. The tubing was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.